Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent unexpected resets occurred and intermittently the wake button was unresponsive. Pump display would turned on when plugged into a power source. Customers blood glucose (bg) was 380 mg/dl. Additionally, it was reported that the pump time was incorrect, cause was unknown. On (B)(6) 2023 the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customers bg was 437 mg/dl with high ketones. Ketone levels were identified as life threatening by a health care provider. Customer tried to address the elevated bg with a correction bolus via the pump. Customer was treated intravenously with fluids of saline and insulin. There was no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information, however no response was received.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged wake button and settings issues could not be verified.